Manufacturer narrative:
The accounts maintenance unplugged the right siderail cable and the problem went away. The account has not completed repairs. A follow up report will be sent once the customer discloses their investigation.

Event description:
The complainant stated that he replaced the control box on the bed and now when the bed is powered up, the head and knee sections rise unintentionally.